Event description:
It was reported that during use the atrial lead exhibited intermittent atrial oversensing on previous recorded episodes of atrial fibrillation (af). The atrial lead remains in use. No patient complications have been reported as a result of this event.